Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a power cord condition test due to damaged ac cord. This condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This device is an unremediated infusion pump with a user interface module master software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.